Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they changed the infusion set and the site did not go into their body. Customer had blood glucose readings over 600 mg/dl. It was noted that the infusion set cannula was bent. Customer stated that she wasted four sets as they got stuck to the tape. No product is being returned for analysis.